Manufacturer narrative:
Reportable based on the device analysis, which revealed scraped ptfe coating. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. As received, the specimen consists of one each clinically used 300-014 gw, short taper; returned coiled, loose and double-bagged within "zip-lock" style poly biohazard pouches. The specimen presents a mass of tissue on the distal coil segment in the vicinity of the proximal coil to core wire joint. The specimen also presents numerous bends/kinks of varying severity and frequency and areas of scraped ptfe coating with coating removal scattered over the length of the device. At this time, it is not possible to assign a definitive root cause for the event as reported; however, based on the evidence presented by the sample and the information provided by the supporting documentation, clinical and procedural factors appear to have impacted on the event as reported.

Event description:
Event description: two complaint devices that were used in the same case. The jetstream device would not advance any further over the wire. They could pull it back and it would run, they would advance it and it would stall. So, they removed it from the patient. No complications and inserted another thruway guidewire and another jetstream catheter, all the same stuff, the same part number and they worked.